Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up visit, the pulse generator could not be interrogated and could not display a magnet frequency. The device was explanted on (B)(6) 2014.